Manufacturer narrative:
H10: additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including a history of chronic kidney disease (ckd).

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 19mm 3300tfx valve in the aortic position, was explanted after an implant duration of 9 years, 9 months due calcification, and stenosis. The explanted valve was replaced with a 19mm 11500a valve. Per medical records, cardiac workup showed av calcification with thickened and restricted opening, and mild regurgitation. The patient underwent avr with a 19mm inspiris valve, and aortic root enlargement. Intraoperatively, the valve was heavily calcified with pannus post bypass tee showed valve to be functioning well and in good position. The patient tolerated the procedure well and returned to the cticu in stable condition. The patient was discharged on pod #5.